Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-00768, 3005099803-2012-00769, and 3005099803-2012-00770 address these devices. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6), 2012. According to the complainant, during the procedure when an attempt was made to deploy the clip from the delivery catheter it would not release. The clip was not attached to tissue, and was removed from within the patient. The same problem occurred with a second and third resolution hemostasis clipping device. The clips were not attached to tissue, and were therefore removed from within the patient. A fourth resolution hemostasis clipping device was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned inside the over sheath. Additionally, a kink was present in the control wire and the sheath grip was detached from the over sheath. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-00768, 3005099803-2012-00769, and 3005099803-2012-00770 address these devices. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure when an attempt was made to deploy the clip from the delivery catheter it would not release. The clip was not attached to tissue, and was removed from within the patient. The same problem occurred with a second and third resolution hemostasis clipping device. The clips were not attached to tissue, and were therefore removed from within the patient. A fourth resolution hemostasis clipping device was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.